Event description:
Home pt reports leak from cassette of homechoice set, noted during automated peritoneal dialysis treatment. Home pt discontinued treatment when leak noted and discarded sample. Per home pt, no injury or med intervention.